Event description:
To prepare for a subclavian catheter insertion, it was reported that a doctor placed the needle in order to place the guidewire. He checked if he was in the right position by using a tube. Air was visually confirmed instead of blood. The physician thought that he may have caused a pneumothorax and placed a thoracic drain. Another insertion was placed via the jugular position. The needle was tested by aspirating water and noted that there was a leak at the base level.